Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The patient attributed causality to the multiple balloon alarms experienced prior to his diagnosis, which was reportedly supported by the patient¿s pd registered nurse (pdrn). Those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. It should be noted that a lack of clinical follow-up precluded a more comprehensive investigation. Based on the limited information available, the liberty select cycler cannot be disassociated from the serious adverse events. Given the patient¿s allegation of malfunction, the confirmation of the multiple alarms by the pdrn, the lack of clinical follow-up, a favorable response to the replacement liberty select cycler, and no manufacturer evaluation of the suspect device, there is insufficient evidence for this clinical investigation to exclude the liberty select cycler from having played a possible causal or contributory role in the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler for renal replacement therapy (rrt) presented to the outpatient home dialysis clinic with cloudy peritoneal effluent fluid and was diagnosed with peritonitis. Follow-up with the patient revealed he presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) antibiotics (drugs, dosages, frequency, duration not provided), which were administered at the outpatient home dialysis clinic. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the replacement liberty select cycler without any reported issues. The patient attributed causality to the multiple balloon valve alarms experienced prior to his diagnosis, which was reportedly supported by the patient¿s pd registered nurse (pdrn).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler for renal replacement therapy (rrt) presented to the outpatient home dialysis clinic with cloudy peritoneal effluent fluid and was diagnosed with peritonitis. Follow-up with the patient revealed he presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) antibiotics (drugs, dosages, frequency, duration not provided), which were administered at the outpatient home dialysis clinic. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the replacement liberty select cycler without any reported issues. The patient attributed causality to the multiple balloon valve alarms experienced prior to his diagnosis, which was reportedly supported by the patient¿s pd registered nurse (pdrn).